Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg (blood glucose values reached over 250 mg/dl. Patient was diagnosed with pancreatitis. Patient had a tracheotomy to aid in breathing. She was put on a breathing treatment of albuterol and steroid injections. The steroid injections was reported to have raised the patient's bg levels. Patient was prescribed creon to help break down enzymes in the pancreas. Patient took 10 units and 12 units of insulin to bring down their bg values. Patient is on medications of wellbutrin, losartan, metoprolol, protonix, magnesium oxide, lexipro and xanax. No further information available.